Event description:
It was reported that the customer's pump screen was frozen and unresponsive, preventing interaction with the touchscreen. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, and after the customer performed the reset, the touchscreen issue was resolved.